Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench, and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-08370. It was reported that noise was observed. The physician believed that the lead and device were malfunctioning due to the noise. The lead and device were explanted and replaced. The patient was stable.